Event description:
This lead was attempted, but not implanted on (B)(6) 2011. Guidewire and lead could not be advanced with adequate stability as the lead and guidewire repeatedly came back and dislodged. A second target lateral vessel was approached and again, the quidewire and lead were not stable as the lead kept... This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).